Manufacturer narrative:
The device was returned to the MFR for repair. The svc records indicate that the device is 10 years old and has been returned for repair previously. The inspection found that the device was received with normal wear and tear. The motor ran smoothly, and the device appeared to operate normally with all calibrations within spec. The cause of the reported issue is unknown. The correct motor speed and thickness lever settings play a major part in attaining the successful graft thickness selected. Both of these settings, as well as all other calibrations, were within specs. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was cutting the skin too thick. Additional clinical f/u with the hospital indicated that the graft was usable and no additional donor graft was required. An available alternate device was used to complete the procedure. There was no report of additional intervention, delay, or increased surgical time.